Manufacturer narrative:
Eval summary: the analysis showed that the device was rec'd with the articulation mechanism damaged and with no cartridge present. The returned device was tested for functionality with a test cartridge on 2 articulated positions; when fired to the right the staple formation was conforming, however, when fire in the center position the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a gastric bypass procedure, there was a dislocated bit. The surgeon used another like device. There was no adverse pt consequence.